Event description:
Boston scientific received information that this left ventricular lead had become dislodged, having moved to an anterior position which the physician thought was not doing the patient any good. This lead was subsequently removed from service. There were no reported adverse patient effects beyond the unplanned surgical intervention.

Manufacturer narrative:
A lead of a different model was implanted which also led to the elective replacement of the associated cardiac resynchonization therapy defibrillator (crt-d) to a device of a different model that had a compatible header.